Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Act, esc and arrow buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack on the battery compartment. The customer's blood glucose was 128 mg/dl at the time of incident. The insulin pump was returned for analysis.